Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was kinked approximately 49.0 cm from the proximal end. The embolization coil was intact with the pusher assembly. Conclusions: evaluation of the returned device confirmed the pusher assembly was kinked. This damage likely occurred due to forceful manipulation of the ruby coil at an angle during removal from the packaging or preparation for use. Ruby coils are 100% functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, the ruby coil pusher assembly became kinked. The pusher assembly became kinked prior to use and therefore, the ruby coil was not used for the procedure. The procedure was successfully completed using a new ruby coil.